Event description:
The caller reports a patient had gone to the hospital due to a painful finger. She went to have her finger x-rayed, and pieces of the fastclix lancet were found in the patient's finger. The lancet pieces were removed from the patient's finger; she is now fine. No further medical treatment required. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).